Event description:
The report rec'd from the affiliate indicated that approximately thirty-one months after the index procedure, the pt developed an acute myocardial infarction. The pt had two cypher stents implanted during the index procedure. The pt was taken emergently to a different hosp and admitted. Coronary angiography was done and thrombus was reported in the previously implanted cypher 2.5 x 23 mm stent. The target lesion was the first diagonal. The very late thrombosis was treated by balloon angioplasty. There was no problem reported with the other previously implanted cypher 3.5 x 18 mm stent. No additional info was available. The physician's comment regarding the possible cause of the adverse event was that the pt's diabetes was not controlled very well and the stent was implanted at a bifurcation by the crush stent technique.

Manufacturer narrative:
The index procedure was an elective case. Lesion #1-1: the lesion was the first diagonal. The lesion was reported to be: de novo, concentric, a bifurcation lesion, 20 mm in length, 2.5 mm vessel diameter, and type b2. The lesion was pre-dilated with a 2.5 x 12 mm balloon at 12 atm for 30 sec. A cypher 2.5 x 23 mm stent was implanted at 18 atm for 30 sec. Lesion #1-2: the target lesion was the proximal left anterior descending (lad). The lesion was reported to be: a restenotic lesion after directional coronary arthrectomy (dca), concentric, a bifurcation lesion, 20 mm in length, 2.5 mm vessel diameter, and type b2. The lesion was pre-dilated with a 2.5 x 12 mm balloon at 12 atm for 30 sec. A cypher 3.5 x 18 mm stent was implanted at 12 atm for 20 sec. Crush stenting technique was used. Post-dilation with a 1.5 x 15 mm and a 3.0 x 15 mm balloon at 12 atm for 20 sec was done. Ivus was done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. An act was not measured. Please note that device is distributed outside the unites states, however it is similar to the united states product. For lot # i0505110, the MFR date is 05/2005 and expiration date 09/062005; for another device the MFR date is 06/2005 and expiration date is 06/24/2005. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.